Manufacturer narrative:
E3: occupation: corrected. Manufacturer's investigation conclusion: the reported event of a controller fault alarm on the system controller (serial number: (B)(6) was confirmed via investigation of the returned system controller. Data in the downloaded log files from the reported event dates of 21apr2025 ¿ 22apr2025 was reviewed. A controller internal fault alarm activated on (B)(6) 2025 at 09:16 due to an lcd communication fault, indicating that the lcd printed circuit board (pcb) was unable to properly communicate with the rest of the system. The controller internal fault did not prevent the controller from supporting the system as intended in the data reviewed while the driveline was connected. The driveline was disconnected on (B)(6) 2025 at 22:33, consistent with the reported controller exchange. No other notable events were observed in the data reviewed. The system controller returned for analysis, and a controller internal fault alarm was reproduced. An integrated circuit (ic) chip responsible for communication on the controller¿s lcd pcb was found to be damaged. This chip was replaced, and the fault resolved. The controller passed functional testing with the replacement chip and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The root cause of the system controller alarming for a controller fault alarm was determined to be due to damage to an ic chip on the lcd pcb; however, the root cause of the damage was unable to be conclusively determined via this investigation. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced controller fault alarms starting on (B)(6) 2025 at 9:00am. No alarms sounded and no red heart or yellow wrench illuminated. The green arrows were lit but the display screen would not advance by pushing the display button. The patient had just been eating dinner, watched some tv then went to bed. The patient was wearing a cotton t-shirt, sneakers and had not even gotten under the bed covers. The patient had not damaged it or done anything ¿unusual¿ like drop it. The patient was seen in emergency room. The system controller was exchanged.